Event description:
It was reported that during a procedure that the right ventricular (rv) lead failed to capture. Visual and fluoroscopy analysis was done and revealed insulation breaches and possible conductor fracture. The physician elected to cap and replace the rv lead. The patient condition was stable.